Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: initial experience of an anesthesiology-based service for perioperative management of pacemakers and implantable cardioverter defibrillators. Anesthesiology. 2015;123(5):1024-1032. (B)(4).

Event description:
A journal article was reviewed which contained information regarding cardiovascular implantable electronic devices (cieds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were multiple failures/issues with the management of the cieds perioperatively. The article indicated that there was one case of "accidental failure to disable tachyarrhythmia therapy," which was discovered after the device delivered therapy during re-operation for bleeding after cardiac surgery. Also noted were the following issues: failure to restore original device settings after testing, difficulty in programming device, "unanticipated programming changes," failure to turn off rate-response feature; which in one case there was an inappropriate placement of the device magnet as the patient had a documented sinus tachycardia before the magnet was placed, electromagnetic interference (emi) intraoperatively which was interpreted as ventricular tachycardia (vt); however, no inappropriate therapy was delivered. There was also a loss of capture observed during the procedure to place a lvad for one patient, which was resolved by placing temporary pacing wires. In one patient, the restoration of "demand pacing" had failed to eliminate unnecessary pacing, this was resolved by reprogramming. There were also reports of pacing rates higher than the programmed rate and mode switching in the device. The status of the cied is unknown. Additional information was obtained through follow up with the author. The author indicated that there were "no product malfunctions." However, the author also stated that there was a "less than ideal product design" noted. All programming issues were resolved the day they had been observed. No patient complications have been reported as a result of this event.